Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for blood leakage with the incident lot was observed. The picture shows a flashback needle with a holder. Blood can be seen in the holder and on the rubber sleeve surface. The tip of the rubber sleeve could not be seen in this photo. The cause of the leak could not be determined from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was poor sleeve function during use with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the fbn, it found that the sleeve did not recover, and blood leakage at sleeve, caused a large blood flow to the needle holder.